Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. Also a carto test was performed and no errors were observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during an afib, an error "pace routing is disabled, displayed on their carto 3 system. The error message itself is not indicative of a reportable event. However, there also was noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time right after the customer plugged in the ablation catheter. After changing out the ablation catheter cable the issue did not resolve. The mapping catheter was then changed out and the noise issue resolved but the "pace routing is disabled "error persisted. The customer then disconnected all of the catheters from the front of the piu and rebooted the entire system. That resolved the issue and the case was continued without any patient consequence.

Manufacturer narrative:
The concomitant product: carto 3, model # m-4800-01, serial# (B)(4).